Event description:
It was reported that the right ventricular (rv) lead showed oversensing episodes and the lead had been newly implanted. The caller stated: "all the lead parameters look great, impedance and threshold, no r waves to sense. Rv sensing was rv tip to coil at presentation to clinic today". The clinician was able to elicit double counting of the paced qrs by having the patient lay on the right side. Review of performance data indicated that there was double counting of the biv paced complex, intermittent t-wave oversensing (twos), and intermittent bursts of nonphysiologic sensing. The clinician reprogrammed the rv sensing vector to true bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4698-35, lead, (B)(6) 2013; 4965-35, lead, 2013; 6937a-52, lead, (B)(6) 2013. (B)(4).